Event description:
It was reported that a spectrum pump had a broken door latch. It was also reported that this was found during testing and there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation, a broken door latch was not confirmed, however the device did alarm for door not fully latched. This alarm was caused by a loose upper link screw and when adjusted, the pump performs as expected. As a result, the link screws have been replaced.